Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated, which caused charging issues and discomfort. The patient underwent a pocket revision procedure. No product was added or removed. The patient was doing well postoperatively.